Event description:
A patient reported they were unable to receive an accurate reading on their one touch ultra meter due to their meter allegedly would only prompt "error 1" message. There was no result on their meter as the patient was unable to test. Patient reportedly had to visit the doctor's office to test. Patient received a reading of 48 mg/dl on the doctors meter (unknown type/brand). Unknown time difference between reading and error message. Treatment was food or beverage. Patient cleaned the meter incorrectly with alcohol. No further information has been reported. No serious injury or allegation of harm.